Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2019.on (B)(6) 2019, following the surgery, the patient began experiencing increasing pain, instability, aching, popping, stiffness, buckling, weakness, and swelling to her knees. In (B)(6) 2021, the patient was descending a set of stairs when her knees gave out and fell down the stairs. Several months later, the patient suffered another fall due to weakness in her knees. On (B)(6) 2023, the patient reported that the pain, weakness, and popping in her knees had become increasingly worse over the past year. That patient's physician explained that due to ¿one of the packaging layers of the plastic insert¿ being ¿out of specification,¿ early oxidation ¿can cause the plastic to wear out earlier than expected or to become damaged after it is implanted.¿ due to worsening pain, swelling, instability, and multiple falls, that patient underwent a right knee replacement revision surgery on (B)(6) 2023. Following the revision surgery, the patient was diagnosed with ¿failed right total knee arthroplasty secondary to polyethylene wear secondary and femoral loosening.¿ the surgeon noted ¿some synovitis with particulate debris consistent with polyethylene wear or cement disease.¿ upon information and belief, the symptoms following the patient's right total knee replacement revision was due to premature polyethylene wear of the device. There is no other patient demographic or medical history available. There is no information on the surgical procedure. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.